Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to healthcare facility due to nausea and vomiting. Evaluation noted right ventricular (rv) lead impedance alert triggered due to high impedance, and high threshold observed. It was also reported the rv lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.